Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor; unable to perform basic occlusion, occlusion and the excessive no delivery tests due to a33 alarm. However, the insulin pump passed a21 test and self test; all operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.